Event description:
A complaint was received from a representative of a nursing home. Complaint stated that the nurses that have used the glucometer elite systems have been reading the display upside down. Complaint states that the nurses have medicated individuals based on the readings. For example of 259 mg/dl read upside down would read 625 mg/dl. The nurse would have medicated a patient based on the 625 mg/dl reading. The complainant realizes that when the meter is held upside down the display "mg/dl" is also upside down. In review of product labeling all sections of the labeling that include pictures, diagrams etc., clearly indicate the proper orientation of the meter when taking a reading. This event is clearly misuse of the elite system by the customer and is not related to any particular unit. This event will be further reviewed to determine if any additional informationshould be included in product labeling. The complaint is considered closed for purposes of MDR.